Event description:
Per dealer, valve operator not shifting correctly. Per independent repair center statement, the unit has alarming or red light due to the valve operator on the 4-way valve shifting incorrectly.